Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
]It was reported that a spectrum pump alarmed system error 322 (link switch error (low)).this occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.